Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032576) on 13-jan-2014. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("heavy bleeding including clot/ heavy bleeding"), abdominal pain ("abdominal pain") and dyspepsia ("digestive issues") in a 34-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, digestion impaired, multigravida, parity 5( B)(6)2013, miscarriage, chills, fatigue, fever, edema, abdominal pain, decreased appetite, nausea, dysmenorrhea, dyspareunia, dysuria, hematuria, pap smear abnormal, hot flashes, menses irregular, polyuria, urinary frequency, urinary incontinence, urinary retention, vaginal discharge, dizziness, headache, anxiety, depression, insomnia, breast discharge and breast lump. Allergies: no known allergies. Previously administered products included for an unreported indication: paragard and copper iud. Past adverse reactions to the above products included heavy bleeding including clot with copper iud. Concurrent conditions included postpartum state since 31-jan-2013 and uterine leiomyoma. Concomitant products included cyclobenzaprine since 2016, hydrocodone since 2015 and oxycodone hydrochloride (oxycontin) from 2015 to 2016 for pelvic pain as well as medroxyprogesterone (depo provera) since 21-mar-2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion hospitalization) and abdominal pain (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced smear vaginal abnormal ("rare clue cells seen on wet prep"). In 2016, the patient experienced back pain ("lower back pain (severe and persistent)/ pain") and vulvovaginal pain ("vaginal pain (severe and persistent)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia (seriousness criterion hospitalization), ovarian cyst ("ovarian cyst"), dizziness ("dizziness"), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), tinnitus ("ringing in ears"), fatigue ("fatigue"), scar ("scar tissue") and allergy to metals ("allergic to nickel"). The patient was treated with paracetamol (tylenol), bupropion (wellbutrin), alprazolam and surgery (she underwent hysterectomy (removal of ovaries too)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, dizziness, insomnia, anxiety, depression, endometriosis, tinnitus, fatigue, scar and allergy to metals outcome was unknown, the genital haemorrhage had resolved and the abdominal pain had not resolved. The reporter provided no causality assessment for ovarian cyst and smear vaginal abnormal with essure. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dizziness, dyspepsia, endometriosis, fatigue, genital haemorrhage, insomnia, pelvic pain, scar, tinnitus and vulvovaginal pain to be related to essure. The reporter commented: essure removal dates: 04-sep-2014, 29-sep-2015, 22-mar-2016 (as written) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on 20-nov-2013: essure confirmation pregnancy test urine - on an unknown date: negative concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, dysmenorrhea, menorrhagia and menometrohagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA division director (reference number: mw5032576) on 13-jan-2014. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("heavy bleeding including clot/ heavy bleeding"), abdominal pain ("abdominal pain") and dyspepsia ("digestive issues") in a (B)(6) female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, digestion impaired, multigravida, parity 5 ((B)(6) 2002, (B)(6) 2009, (B)(6) 2010, (B)(6) 2007, (B)(6) 2013), miscarriage, chills, fatigue, fever, edema, abdominal pain, decreased appetite, nausea, dysmenorrhea, dyspareunia, dysuria, hematuria, pap smear abnormal, hot flashes, menses irregular, polyuria, urinary frequency, urinary incontinence, urinary retention, vaginal discharge, dizziness, headache, anxiety, depression, insomnia, breast discharge and breast lump. Allergies: no known allergies. Previously administered products included for an unreported indication: paragard and copper iud. Past adverse reactions to the above products included heavy bleeding including clot with copper iud. Concurrent conditions included postpartum state since (B)(6) 2013 and uterine leiomyoma. Concomitant products included cyclobenzaprine in 2016, hydrocodone in 2015 and oxycodone hydrochloride (oxycontin) in 2015 for pelvic pain as well as medroxyprogesterone (depo provera) on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion hospitalization) and abdominal pain (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced smear vaginal abnormal ("rare clue cells seen on wet prep"). In 2016, the patient experienced back pain ("lower back pain (severe and persistent)/ pain") and vulvovaginal pain ("vaginal pain (severe and persistent)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia (seriousness criterion hospitalization), dizziness ("dizziness"), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), tinnitus ("ringing in ears"), fatigue ("fatigue"), scar ("scar tissue") and allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia (seriousness criterion hospitalization), dizziness ("dizziness"), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), tinnitus ("ringing in ears"), fatigue ("fatigue"), scar ("scar tissue") and allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst"). The patient was treated with paracetamol (tylenol), bupropion (wellbutrin), alprazolam and surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, dizziness, insomnia, anxiety, depression, endometriosis, tinnitus, fatigue, scar and allergy to metals outcome was unknown, the genital haemorrhage had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dizziness, dyspepsia, endometriosis, fatigue, genital haemorrhage, insomnia, pelvic pain, scar, tinnitus and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for ovarian cyst and smear vaginal abnormal with essure. The reporter commented: essure removal dates: (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 (as written). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2013: essure confirmation. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 27-nov-2017: new reporters added. Historical conditions added. Concomitant and treatment drugs added. New events added: severe and persistent pelvic pain, lower back pain (severe and persistent)/ pain, vaginal pain (severe and persistent), dizziness, insomnia, anxiety, depression, endometriosis, ringing in ears, fatigue, scar tissue and allergic to nickel. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.